Event description:
When switched heater cooler cardioplegia from warm to cold, the engine got very loud and the only way to make it stop was to turn off the water to the cardioplegia system. This did not happen until after the case. No patient harm.